Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by extreme pain and discomfort in abdominal area. The cause of the peritonitis was unknown. Four days after the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal tobramycin for three weeks (dose and frequency not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. On an unknown date, the patient was discharged home. At the time of this report, antibiotic therapy remained ongoing and the patient had recovered. No additional information is available.